Event description:
Cobb elevator broke off in patient- rusted at handle junction. Rust particles on sterile field, in wound. Wound cleaned out by physician. Wound irrigated with bacitracin irrigation. All sterile personnel changed gloves.